Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that the axsos 3 titanium distal femoral plate broke after implantation around the head/ neck junction and the patient was revised on (B)(6) 2018.

Manufacturer narrative:
The reported event that distal lateral femur plate axsos 3 ti for right femur 16 hole/l343mm was alleged of issue s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause could be attributed to a patient related issue. The failure was most likely caused by overload/fatigue. The event occurred after 5 months after implantation. Non-union is well-known complication which has been taken into account during risk assessment and it is specified in literature: ¿no fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. Ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed. Device was not returned.

Event description:
The customer reported that the axsos 3 titanium distal femoral plate broke after implantation around the head/neck junction and the patient was revised on (B)(6) 2018.